Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for sepsis. The patient's blood tested (B)(6) for (B)(6). The patient's symptoms included a change in mental status. The patient was treated with IV antibiotics. The infection was suppressed and the patient's plan of care regarding palliative care was discussed with the patient's family. No further or additional information was provided.

Event description:
The site communicated that the patient expired due to sepsis, failure to thrive, refusing to eat, and take medications. The patient expired on (B)(6) 2020. No additional information was reported.